Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was reportedly high with a high ketone level and was treated by changing supplies and administering manual injections. Reportedly, customer was using fiasp insulin; however, occlusion alarms persisted after the customer switched to novolog insulin. The customer reverted to manual injections for insulin therapy.